Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, under-sensing was noted on the device. Technical support was contacted and stated the under-sensing was likely due to r-wave amplitude variation, and programming recommendations were provided. The patient was stable with no consequences.